Manufacturer narrative:
Complaint article was requested by d.o.r.c. For investigation.

Event description:
During a procedure a surgeon intended to remove perfluorcarbon liquid (pfcl) from the patient's eye. A backflush instrument was used, but it did not function and draining was not possible. The surgery was completed with another backflush instrument. Patient harm did not occur, however, the procedure was prolonged for more than 30 minutes.

Event description:
During a procedure a surgeon intended to remove perfluorcarbon liquid (pfcl) from the patient's eye. A backflush instrument was used, but it did not function and draining was not possible. The surgery was completed with another backflush instrument. Patient harm did not occur, however, the procedure was prolonged.

Manufacturer narrative:
Unfortunately, since the involved back-flush instrument was not returned to dorc, no physical examination or testing could be performed to confirm the reported failure or to determine its cause. As the lot number of the involved product was not available, device history record review pertinent to the lot could not be performed. A database search for possible similar complaints on the lot was not possible either. The complaint record was closed with an inconclusive result.

Manufacturer narrative:
Complaint article was requested by d.o.r.c. For investigation. The complaint article was not yet received by d.o.r.c. For investigation. The customer is expected to send the product. D.o.r.c. Will keep monitoring the situation closely. No appropriate corrective/preventative actions can be taken until the investigation is completed. The complaint article was not yet received by d.o.r.c. For investigation. - attachment: [mir 2020-002654 follow up report signed 1222074-2020-00048 follow up 1.pdf]

Event description:
During a procedure a surgeon intended to remove perfluorcarbon liquid (pfcl) from the patient's eye. A backflush instrument was used, but it did not function and draining was not possible. The surgery was completed with another backflush instrument. Patient harm did not occur, however, the procedure was prolonged.